Event description:
Report was received from (B)(6) stating that service was required for the device. During service, missing/loose pieces was noted. It is unk if the device was used in surgery. . It is unk if pt or user injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).